Event description:
Reportedly, the status light of the home monitor remained orange.

Manufacturer narrative:
Correction in the e1 section regarding the reporting city which is toowoomba and not brisbane as indicated in the initial report. Moreover, the initial facility was added in the same section. Evaluation: - upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange. - expertise file analysis revealed that the reported issue most probably resulted from a corruption of the flash memory, which prevents the home monitor from booting properly. - the root cause of this corruption could not be identified, as the subject home monitor is permanently damaged. Therefore, no further analysis could be performed.

Event description:
Reportedly, the status light of the home monitor remained orange.